Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported on (B)(6) 2020, a "replace sensor" error message with the adc freestyle libre sensor. The customer called back on (B)(6) 2020 to report being unable to monitor blood glucose levels due a delay in delivery of replacement sensor. The customer reported having experienced symptoms of vomiting and "rising sugar" on (B)(6) 2020. The customer had contact with a healthcare professional, was diagnosed with diabetic ketoacidosis, and treated with nph insulin and crystalline insulin (doses unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure modes were observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed and all results were within specification. No malfunction or product deficiency was identified.

Event description:
The customer reported on (B)(6) 2020, a "replace sensor" error message with the adc freestyle libre sensor. The customer called back on (B)(6) 2020 to report being unable to monitor blood glucose levels due a delay in delivery of replacement sensor. The customer reported having experienced symptoms of vomiting and "rising sugar" on 26 (B)(6) 2020. The customer had contact with a healthcare professional, was diagnosed with diabetic ketoacidosis, and treated with nph insulin and crystalline insulin (doses unknown). There was no report of death or permanent injury associated with this event.